Manufacturer narrative:
A medtronic representative went to the site to test the equipment on (B)(4) 2017. The representative reported that they replaced the booster board for the imaging system. The imaging system then passed the system checkout and was found to be fully functional. The suspect booster board has not been received by the manufacturer for evaluation.

Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the starter board was replaced which did not resolve the issue. The representative is planning on replacing the booster board, however, no further information has been reported. The replaced part was not sent back to the manufacturer for further analysis.

Event description:
A site representative reported that the site was unable to take 3d images on the imaging system, and whenever this was attempted, the system would beep. It was also reported that there were 140-155 errors on the generator logs. No patient was present during the time of the reported incident.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. Analysis found that the reported issue was related to the booster board on the imaging system that was replaced on (B)(6) 2017. The software functioned as designed. The suspect booster board has not been received by the manufacturer for evaluation.